Event description:
The initial reporter questioned low calcium gen.2 (ca2) results for multiple patient samples tested on a cobas 8000 cobas c 701 module, which allegedly do not correspond to their clinical condition when repeated on a c503 analyzer. The results from the c503 analyzer are believed to be correct. The following are examples of questionable results for 3 patient samples. Patient 1 results from the c702 module were 8.94 mg/dl and 9.18 mg/dl. The result from the c503 analyzer was 9.36 mg/dl. Patient 2 results from the c702 module were 8.73 mg/dl and 8.90 mg/dl. The result from the c503 analyzer was 9.13 mg/dl. Patient 3 results from the c702 module were 8.40 mg/dl and 8.89 mg/dl. The result from the c503 analyzer was 9.06 mg/dl. The questionable results were not reported outside of the laboratory. The higher results were believed to be correct.

Manufacturer narrative:
The c701 module serial number was (B)(6). The ca2 reagent lot number used on the c503 analyzer was 920240 with an expiration date of 31-jan-2027. On 25-mar-2026, the field service engineer (fse) decontaminated the module, made adjustments to the sample and reagent probes, and adjusted the wash cycles. The investigation is ongoing.